Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(6) - the dentist reported that 1 month after dental implant was installed in intraoral region 27#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type ii.